Manufacturer narrative:
This supplemental report is correct the previously submitted event description.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the electrocardiograms, non-sustained right ventricular over sensing due to post paced t-wave over sensing was observed on the implantable cardioverter defibrillator. The device was reprogrammed and the patient was fine after reprogramming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented from a via merlin@home transmission. The device exhibited a non-sustain ventricular tacycardia due to post-paced t-wave over sensing on the ventricular lead that was noted on a stored egm. The patient did not receive therapy during the over sensing and the low frequency attenuation filter was programmed on. Programming changes were made to the ventricular post-paced threshold and programmed the ventricular post-paced decay delay. An induction test at the patient's maximum pacing rate to test the decreased sensitivity settings were performed.